Event description:
The markers and egms were misaligned on the printout of (B) (6).

Manufacturer narrative:
(B) (4) since the device remains implanted, the programmer files were reviewed. (B) (4). Despite several requests, the programmer files were not provided for analysis. Therefore no final conclusion could be drawn. As there is no patient safety issue, this complaint is closed in state.